Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced chest pain, shortness of breath, heart palpitations and underwent target vessel revascularization. The patient presented due to stable angina. The 99% stenosed and 16mm long target lesion was located in the 2nd obtuse marginal (om) branch with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilation and placement of a 2.75x20mm taxus perseus stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2011, the patient presented with chest pain, dyspnea and occasional heart palpitations. The patient received coronary artery bypass grafting from the left internal mammary artery to the 2nd diagonal branch, from the reverse saphenous vein graft to the 1st om, the 2nd om, and from the right posterolateral and the y graft to the 1st diagonal. Four days later, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).